Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time of complaint was filed: inratio: 1.0, reference: 2.7, mean: 1.85, confidence limits: 1.2-2.3. Inratio: 1.9, reference: 2.7, mean: 2.30, confidence limits: 1.4-3.1. Inratio inr values of 1.0 and 1.9 were used in comparison tests because inratio 1.x inr was reported in original complaint. Analysis of customer's data revealed that one out of two inratio and reference test result comparisons did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing could not be performed because strip lot information was not provided by the customer. No further investigation required. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.x, lab: 2.7.